Event description:
It was reported to philips that the device gave the message machine pressure sensor autozero failed. This event was reported to have occurred during set up for use. There was no delay to therapy and no patient harm noted. The customer spoke with a philips remote service engineer (rse). The customer requested the part numbers for solenoids 2 and 4 and the da pcba. Following the evaluation of the device, the customer first replaced solenoids 2 and 4 but that did not resolve the issue. Then, the da pcba was replaced to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. The customer's alleged malfunction was confirmed, and it was determined that the root cause was the da pcba.